Manufacturer narrative:
The ge rep conducted an onsite investigation. The interconnect cable was replaced. It was reported that the system was tested and is operating as intended.

Event description:
The customer reported that the left screen would not display an image on the 9800 system and would not perform fluoroscopic x-ray. No pt injury was reported.